Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: five curved openings on radius and anterior, and fold creases. Leak test and microscopic analysis was performed which identified: five striated openings on radius and anterior, and non-penetrating nick striated on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: five striated openings on radius and anterior assessed as surgical damage. Non-penetrating nick striated on radius assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported right side deflation. The device has been explanted and replaced.